Event description:
It was reported that within a week of a routine device change out, it was found the right ventricular (rv) lead superior vena cava (svc) and rv impedances were high due to the high voltage pin being loose in the device header. It was indicated that the set screw had been tightened down on the set screw block and not on the lead pin. A reoperation was done to reinsert the lead pin into the device header and the set screw tightened. The device and the lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.